Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient in surgical intensive care unit (sicu) developed a pressure ulcer to anterior rectal vault, related to the use of the product. It was further reported that the patient is being tube-fed. Reporter stated "the patient had been in the unit for more than 20 days." Exact date of ulcer occurrence is unknown. Date of device insertion and length of use is unknown. Patient treatment and outcome are unknown.